Event description:
As reported, it was a case of an 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, before deployment of the valve, it was noted that the safari wire position was not usual. The ventricle was perforated. The ventricle was repaired with a patch. The patient is hospitalized and in good condition. As per medical opinion, the perceived root cause is the straight wire used to cross the aortic valve.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the perceived root cause is the straight wire used to cross the aortic valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected h.6 impact code and clinical code. Upon further review, the ventricular perforation occurred before the valve implantation and no ew device was inside the patient at the time. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted